Event description:
An event involved a 7" (18 cm) pressure infusion (350psig) smallbore ext set with neutron, purple clamp, rotating luer it was reported that had recent issues with the extension set with neutron valves that they use with the PICC lines. The extension sets are reported to have been leaking and the one in the reporter office has blood backed up into the extension set. The event occurred during tpn or intralipid therapy on patients. There was patient involvement with no patient harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. No product samples, pictures, or videos were received for investigation. Without the return of the sample used, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Plot d4 - lot # (h4 - device MFR date and d4 - expiration date) d4 - primary UDI number: 14065085 - 06/29/2024 and 06/01/2029 - (B)(4).